Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with chronic pain, bleeding, severe/frequent infections, dyspareunia, disfigurement, and permanent destruction of pelvic and vaginal tissue. Additional information received from the physician's office on (B)(6) 2013, noted that the patient did not present with any complications or complaints. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.